Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device was set to infuse an unknown medication/fluid at 16.9 ml/hour, and it infused the entire 50 ml bag in one hour. The device was received with a tag providing a location of the micu and stating, "infused more fluid than set to". The was no patient harm.

Event description:
The customer reported the device was set to infuse an unknown medication/fluid at 16.9 ml/hour, and it infused the entire 50 ml bag in one hour. The device was received with a tag providing a location of the micu and stating, "infused more fluid than set to". The was no patient harm.

Manufacturer narrative:
The reported issue that a medication / fluid at 16.9ml/h infused the entire 50ml bag in one hour could not be confirmed. Physical inspection found no anomalies. The received associated pcu event log was found to have no recorded usage on the reported incident date 15/jul/2018. Its last usage date was recorded to be 14/jul/2018. The customer did not provide a time for the incident and did not provide the drug infusing. The pump module (sn (B)(4)) was found to have been programmed to infuse the drug dexmedetomidine, standard dose, 200mcg/50ml (drugid=129). The dose was entered at 0.9 mcg/kg/h (rate=16.875ml/h, displayed as 16.9ml/h) at 9:37pm on 13/jul/2018. The vtbi remaining was recorded at 33.89ml. The programmed infusion completed in about two hours (1138) which would be the time frame for an infusion with 33.89ml at a rate of 16.9 ml/h. From the time the infusion was started at 16.9ml/h and the infusion discontinued there were no recorded events that would coincide with the report the infusion had completed in an hour prematurely. The infusions had completed as programmed in most recorded events with the vtbi adjusted to empty the bag. Rate accuracy testing of the returned pump module found it to be infusing within specifications. The disposable set was not returned for investigation. A root cause for the customer¿s report could not be identified during the investigation.